Manufacturer narrative:
The device history records for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2010. The random nature of the events stored in the memory and the 10-minute time outs, would suggest a failing membrane. Experience has shown that it is reasonable to conclude that these symptoms may be attributed to a membrane failure. Furthermore, the multiple 10-minute timeouts had depleted the returned pad-pak prior to its expiry date of april 2020.

Event description:
Fault found after investigation. There was no patient involved in this event.